Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh exposure, incontinence, infection, pain, scarring, neuromuscular problems, fistula, bleeding, dyspareunia, bowel problems and organ perforation. An excision of exposed the mesh was performed.